Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. Visual inspection revealed the tip was kinked. Microscopic inspection that the guidewire exit port was tear, and the tip was kinked. Based on the evidence, the as reported code of guidewire entanglement is confirmed. The torn exit port and tip kinked could have contributed to the event.

Event description:
It was reported that a catheter issue occurred. The patient presented with coronary occlusion. The opticross 6 hd imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. During the procedure, tried to remove ivus catheter from 2 runs, the catheter snagged the wire and ended up pulling everything out. The procedure was completed with another of the same device. There were no patients' complications reported.

Event description:
It was reported that a catheter issue occurred. The patient presented with coronary occlusion. The opticross 6 hd imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. During the procedure, tried to remove ivus catheter from 2 runs, the catheter snagged the wire and ended up pulling everything out. The procedure was completed with another of the same device. There were no patients' complications reported.